Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge and an occlusion alarm occurred. Additionally, it was reported that the pump battery was depleting quickly which led to an unexpected shutdown. Customer's blood glucose level ranged between 256-550 mg/dl which was addressed by changing pump supplies. Reportedly, the customer continued to use the pump for insulin therapy.